Manufacturer narrative:
The rse (remote service engineer) remotely evaluated the device and determined operation check failed. Error 7:34;10 pacer rfu:hp capacitor value low. The 453564489001 dfm100 capacitance assy is sent to customer solve the issue.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the therapy test failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.